Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 559245 implantable pacing lead implanted: (B)(6) 2001; 509252 implantable pacing lead implanted: (B)(6) 2001; 1258t competitor implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was further reported that the device was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device's battery is declining fast. It was noted that the device has lasted just over three years so far and the longevity calculation shows about three months until rrt (recommended replacement time). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.